Event description:
It was reported that the handpiece began overheating during testing of the equipment. The device was not being used during a procedure. There was no pt involvement and no adverse consequences.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the bottom rotor bearing broke in the motor and the rotor was corroded. The rotor, front housing and motor cartridge were replaced, along with other components.